Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) went to the emergency room, where it was discovered that the device was in an end of life (eol) state. The device's beeper was reset, and tachycardia therapy were turned off. The device remains in service. No additional adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) went to the emergency room, where it was discovered that the device was in an end of life (eol) state. The device's beeper was reset, and tachycardia therapy were turned off. The device remains in service. No additional adverse patient effects were reported.